Manufacturer narrative:
Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be completed.

Event description:
Medwatch report received indicating (B)(6) complaining of right ankle lump, pain, and significant throbbing when he is working. Pt underwent orif on (B)(6) 2010 for a comminuted fracture. Ap, lateral view x-ray for evaluation of ankle indicated a broken screw. The pt underwent removal of the broken screw, internal fixation syndesmosis and evaluation of ankle under anesthesia for instability.